Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the poor image quality was a broken unit in the charged coupled device (r-unit) section. The conclusion was that the issue was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the rigid video laparoscope exhibited poor image quality due to a broken unit in the charged coupled device (r-unit) section. There was no patient involvement.